Manufacturer narrative:
It has been confirmed that the customer is waiting for factory engineers to do a field change order implementation where the power management board will be replaced to resolve the issue. The repair for this unit cannot be conducted at this time. When the fco is implemented, the case will be re-opened, and repairs will be completed. If new information is received and suggests that the device has additional malfunctions, the record will be reopened, and a supplemental report will be submitted.

Event description:
Philips received a complaint by the customer on the v60 indicating that the devices 35-volt power supply is faulty. It was reported there was no patient involvement at the time the issue was discovered. Per good faith effort response, the manufacturer's product support engineer (pse) evaluated the device and confirmed that the pm board of the power management board is faulty and will need to be replaced.

Manufacturer narrative:
(B)(6).